Manufacturer narrative:
No information regarding a potential cause has been received from the health professional. Icotec attempted to obtain the retrieved devices for investigation. To date, these have not been made available. Analysis of the relevant production records of the devices did not identify any anamolies that could be a cause of the event. Investigation of historical adverse event data determined that icotec has become aware of five similar events with its pedicle system to date. The torque wrench used in initial surgery for final tightening the nut screws could be tested. It is within its specifications and functions as intended. It can therefore be concluded that the torque wrench did not cause the adverse event. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known. Data relating to manufacturing date is not on the label as UDI-pi.

Event description:
MFR report #: 3006493760-2026-00001. A patient was implanted with an icotec pedicle screw system ((B)(6) 2025). Post-surgery three nut screws (set screws) loosened (exact date were not reported). X-ray imaging shows that the pedicle system was used together with two iliac screws (from an unknown manufacturer). A revision surgery was performed and implants were replaced ((B)(6) 2026).